Manufacturer narrative:
There was no specific model of morcellator provided, and the letter was served to other manufacturers of morcellators. The cause of the reported event could not be confirmed. The filing of this report is not an admission that the device caused or contributed to the reported event. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus received a legal document which states that a patient underwent laparoscopic surgical procedure with the use of an unidentified laparoscopic power morcellator ("lpm"), the state of (B)(6). The legal document indicates, the patient was subsequently diagnosed with a type of uterine cancer. The malignant cells were spread throughout her abdomen and pelvis area from the lpm, thereby upstaging the cancer of the patient. The patient has undergone chemotherapy and surgical treatment in an attempt to slow the progression of the disease. The patient continues to undergo chemotherapy in an attempt to monitor the progression of her disease and preserve quality of life. The patient's uterine cancer is highly aggressive and incurable.